Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The stem extractor was cross threaded and will not engage the stem.

Manufacturer narrative:
The device associated with the reported event was not returned. A search of the complaint database against the reported product code found additional reports of the threaded tips becoming damaged during assembly. Previous investigations identified evidence of the device being cross-threaded during assembly and the root cause attributed to user technique. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.